Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline fracture could not be confirmed as no photos were submitted and heartmate ii lvas, serial number (B)(6), is not available for investigation. A specific cause for the reported event could not be conclusively determined through this evaluation. It was reported that a driveline fracture was noted when the patient arrived to the clinic. No alarms were associated with this event, and there were no obvious pump stops. Multiple requests for additional information regarding this event were issued to the customer; however, no further information has been provided to this date. The investigation file will be closed accordingly. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. Heartmate ii lvas patient handbook, section 4 entitled "living with the heartmate ii" contains a section titled "caring for the driveline". Section 6 entitled "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. Heartmate ii lvas IFU, section 6 entitled "patient care and management" addresses how to care for the driveline. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a fracture in their driveline, but had no obvious pump stops. No further information was provided.